Event description:
It was reported on (B)(6) 2025 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the clip preparation, the steerable guide catheter was unable to be removed from the stabilizer. A replacement stabilizer was used to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported difficult to remove the sgc guide attach from the stabilizer may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.